Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/27/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had an external battery issue. There was no patient or user reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01oct2018. Date of manufacturer: 01oct2018. No further information has been received regarding the reported event after multiple attempts to gather additional data. No parts were replaced or returned to philips for evaluation, therefore, a root cause could not be established.